Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery is due to an infection from an opened wound. The previous surgery and the revision detailed in this investigation occurred 1.3 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. As of 8-feb-2018, no records have been forwarded by zimmer-biomet to verify an acceptable sterilization process. Should the records be provided at a later time, this investigation will be updated or amended. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection from an opened wound. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery is due to an infection from an opened wound. The previous surgery and the revision detailed in this investigation occurred 1.3 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a serious risk to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. As of 8-feb-2018, no records have been forwarded by zimmer-biomet to verify an acceptable sterilization process. Should the records be provided at a later time, this investigation will be updated or amended. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection from an opened wound. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having an infection and puss on her elbow. The patient had an open wound and did not take care of it. The surgeon removed the components and nothing was put back in.